Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation using the returned battery cap. The returned battery cap was not able to be fully secured to the pump. No power losses occurred during testing. Visual inspection revealed that the battery compartment was cracked extending from the threads to the case seal. There was evidence of moisture found inside the battery compartment and on the underside of the battery cap. During testing, the pump performed the rewind, load, and prime steps with no power reboots, power losses, or call service alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no power reboots, power losses, or call service alarms occurring. A leak test was performed and a battery compartment leak was found. The pump case was removed and evidence of moisture contamination was observed inside the pump. The complaint of the pump losing power was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked. Reportedly, there was moisture inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.